Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an upsylon y-mesh was used during a robotic assisted tlh/bso and sacrocolpopexy procedure performed on (B)(6) 2015. According to the complainant, after the procedure, the patient had a simple cuff cellulitis which was treated with oral antibiotics and was cleared three weeks postop. At eight weeks postop, a sudden onset of copious purulent discharge was noticed. There was no pain or fever but patient had a lot of discharges coming out of two small defects in cuff apex. Office culture results were negative. Patient was treated with oral antibiotics (keflex and flagyl) without much improvement. One week later, a diagnostic cystoscopy was performed in the operating room with laparoscopy and vaginal exam under anesthesia. The physician opened the retroperitonealized mesh and reported no abscess or fluid collection in the peritoneal cavity or retroperitoneum. Cystoscopy result was normal and a second set of cultures were taken. Patient was discharged on amp/flagyl but discontinued due to intolerance of medication. Cultures result came back all negative except for presence of b fragilis. Computed tomography scan showed the mesh with no osteomyelitis, no abscess or obvious fluid collection. Patient was put on flagyl/ or levoquin for two weeks and was feeling fine, no pain and no fever. At patients follow up appointment, discharge was less copious and getting thinner. Examination confirmed one of two defects healed over and the discharge is thinner and less copious but still cloudy. The patient reported, on an unknown date, that the discharges are copious and thick again. The mesh was reported to be removed on (B)(6) 2016. Pathology report confirms ¿foreign body reaction with acute and chronic inflammation, foreign-body type giant cells and all cultures negative.¿